Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of blade dislodged. A review of the logs showed a blade jammed failure but was not replicated in house. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Additional finding not reported by the site: upon inspection the instrument was found to have a dislodged ceramic dot. Ceramic dot number 2 was missing and measures approximately 0.340" x 0.370". The ceramic dot was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the vessel sealer extend instrument was noted to have exposed blades. The procedure was completed with no reported injury.